Event description:
It was reported that a revision surgery was performed due to a right knee infection. All implants were removed and an antibiotic cement spacer was inserted.

Manufacturer narrative:
It was reported that a revision surgery was performed due to a right knee infection. All implants were removed but not returned for evaluation. Thus, the product analysis of the associated legion constrained articular insert, legion pressfit stem, screw on hemi stepped tibial wedge, legion non-porous tibial baseplate, legion ps non-porous femoral component and genesis ii patellar component could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the patient medical records provided, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.